Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 470 mg/dl at the time of call. The insulin pump had no delivery alert. The high blood glucose was treated with 10u of insulin because he did not have injection. The customer stated that 25 minutes away from home he was able to complete the 5.0 units fill cannula while disconnected with no alarms reconnected it to his site checked, the blood glucose at this time was 340 mg/dl, customer did another bolus was able to deliver 1.5 units and then insulin pump alarmed again insulin flow block. The insulin pump will not be returned for analysis.